Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device was received for evaluation. The reported event was not duplicated during testing for 1 device as the device was seized; however, the device was outside specifications. One device was found to be affected by internal corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event, in which the device was reportedly leaking. There was no patient involvement; no patient impact.